Event description:
It was reported that the pediatric pt underwent a posterior spinal fusion using rhbmp-2/acs. At an unk time post-op, the pt experienced abnormal wound drainage which resolved with local wound care without long term sequelae.

Manufacturer narrative:
(B) (4). Literature article citation: oetgen et al. Complications associated with the use of bone morphogenetic protein in pediatric patients. J pediatric orthop 2010;30:192-198. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.